Event description:
A surgeon reported a pt with fine, granular, tan-colored haze on his intraocular lens (iol) implant. The surgeon was examining the pt for a yag capsulotomy when he realized that the two millimeter wide, central, clear spot was not on the capsule but a defect of the lens. Additional info was received from the surgeon who reported the iol optic has clouded and has resulted in reduced vision (20/60). The event is not expected to resolve until an iol exchange is performed. The iol exchange has not been scheduled yet. The surgeon also indicated the use of an unapproved lens/cartridge combination during the iol implantation surgery.

Manufacturer narrative:
Eval summary: product history records were reviewed and documentation indicated the product met release criteria. Four photos were received from the surgeon. These photos appear to be slit lamp photos and are very dark in quality. No determination can be made from these photos. It is very difficult to make a determination without the physical sample. The product has not been returned for analysis. The product investigation could not identify a root cause. A failure to follow the dfu (directions for use) was indicated by the use of an unapproved cartridge/lens combination. The use of unapproved product combinations may result in lens delivery difficulties or product damage. (B)(4).